Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs two devices. One appears to be intact and the other is broken, one device has the lot number 2917920. Although, it is not labeled explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
Initial reporter: phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.

Event description:
Physician reporting right side seroma and capsular contracture baker grade iii. Device remains implanted.